Manufacturer narrative:
Stryker replaced the device's therapy connector to resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy connector and physical damage was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device had a broken therapy connector. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had a broken therapy connector. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.